Event description:
Caller states the patient tested 2.0 inr on coaguchek test system 1 and 1.5 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 411a exp 3/31/08, cat/3116247. Coaguchek test system 2: meter, strip lot 406a, exp 3/31/08, cat/3116247.

Manufacturer narrative:
Suspect device for system 2 is coaguchek test strip lot 406a. Reference 200036531a for MDR for system 1.